Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Several follow ups have revealed a trending increase in the threshold measurements. Imaging has not revealed a lead issue. The patient is stable and will be monitored.